Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-aug-2025 the user reported a bluetooth communication malfunction (alert 60) that prevented pairing with the ilet mobile app. The user restarted the ilet multiple times without resolution, and a replacement pump was shipped. The user¿s blood glucose was unaffected during the event, no symptoms were reported, and no medical intervention was required.